Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic dissection. Non-medtronic stent grafts were also implanted. (Cook zenith alpha extension 26mm × 104mm and zenith dissection 36mm × 164mm. It was reported that during a follow-up CT scan on an unknown date a type ii endoleak was observed. Subsequently, a large gap between the most distal stent of the valiant navion stent graft and the next more proximal extension graft was also observed with associated with false lumen perfusion. Intervention was performed where migration of the valiant and extension associated with false lumen enlargement was confirmed. A non-medtronic (terumo relay pro) was implanted successfully treating the migration. Per the physician the causeof the event is undetermined. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion the reported gap can be confirmed from the images received; however, the cause of the event cannot be determined. Pre-implant CT¿s were not available for review and so a comprehensive assessment of the patient¿s anatomy could not be performed. Post-implant CT¿s were not available for review and so the stent graft in-vivo configuration could not be evaluated. It is possible that disease progression over time of implant may have contributed to the occurrence of the gap observed but this could not be confirmed. Equally, the overlap present on implant of the devices is unknown so it is possible that the event may be procedural related. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.